Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and found that power supply gone defective & suspected problem in motor control board also. It¿s need to be replaced. Fse replaced power supply (d014-00-0033-05) & motor control pcb (d671-00-0004) still problem not resolved, required display controller pcb & keypad controller pcb part for testing purpose. Then fse replaced display controller (d670-00-0640) & keypad controller pcb(d670-00-1145), it¿s working fine. Checked all functions working properly. Handed over in proper working order.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check up cs300 intra-aortic balloon pump (iabp) is not getting switched on. No patient involvement reported.